Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is vibrating. Follow-up revealed that the patient has not been seen by the physician since the date of the call. The device remains in use. No patient complications have been reported as a result of this event.